Event description:
The pt reported she was unable to communicate with her ipg via her programmer. The sjm rep met with the pt and confirmed the issue. Additionally, the pt recently suffered a fall. Surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.